Event description:
Following a diagnostic catheterization procedure in 2005, an attempt was made to deploy a vasoseal elite. The operator experienced a lot of difficulty advancing the locator through the tissue tract. Once the locator was in position, the operator met with a lot of resistance during deployment of the j segment. The tissue dilator and sheath were placed and then an attempt was made to retract the j segment. The j segment could not be retracted. The locator was removed and then the dilator and sheath were removed. Manual compression was applied to the site. Upon inspection of the locator, they found that a small segment at the end of the j segment was missing. The j appeared to be in a half-moon shape. The edges were soft so it was believed to have come from the manufacturer this way. No patient complications were reported.